Event description:
Customer reported being hospitalized with high blood glucose. Prior to hospitalization pt was vomitting, dehydrated and with high blood glucose all week. Instructed customer to change out set and inject as per md.